Manufacturer narrative:
A sample was not returned for evaluation. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
DHR review for batch 6111525 (p/n 305272): manufacturing date: 5/10/16 to 5/14/16. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6111525 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported after using a 22 g x 1 1/2 in. Bd integra¿ 3 ml syringe with detachable needle, the needle did not retract. There was no report of injury or medical intervention.